Event description:
It was reported that the patient's implantable neurostimulator (ins) was not working as intended and was not helping her left side. It was also reported that the patient programmer was "locking them out" from making adjustments. The patient changed from program a to program b but did not respond well and changed back. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 37642 lot# serial# (B)(4), product type programmer, patient product ID, 37085-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 37085-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID, 3389s-40 lot# v535392,# implanted: 2011 (B)(6), product type lead product ID, 3389s-40 lot# va00wuq, implanted: 2012 (B)(6), product type lead. (B)(4).